Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer loaded 300 units of cold insulin and received an inaccurate fill estimate. Customer's blood glucose level was not impacted. Tandem technical support educated the customer on loading room temperature insulin into the cartridge.